Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. The shock converted the rhythm. It was also noted that there was an atrial pace on the right ventricular (rv) channel, but the signal fell into cross chamber blanking. Technical services (ts) reviewed the reports and provided reprogramming issues. No additional adverse patient effects were reported.